Event description:
The user received questionable results for four patient samples. Of the data provided for two patient samples, the results for one patient sample was discrepant. The initial total protein generation 2 result was 2.8 g/dl and the repeat result was 6.8 g/dl. The initial alanine transaminase result was 9.999999e+99 iu/l and the repeat result was 29 iu/l. The user stated the erroneous results were accompanied by data flags, but did not provide further information. The erroneous results were reported outside the laboratory. The patients did not receive inappropriate treatment based on the wrong results and treatment was not withheld or delayed. The total protein generation 2 reagent lot number was 63225501. The alanine transaminase reagent lot number was 62913901. The user determined a probe was bent and replaced it which resolved the issue.